Event description:
I had surgery on my left elbow on (B)(6) 2023. Two days after surgery my arm became itchy and red. It was suspected I had reaction to adhesive. It only became worse each day. Dr. Office took of the steri strips due to how bad my arm felt. I went to ER (emergency room) (B)(6) 2023, confirmed no infection at incision. However, my arm was still horrible. Today I went back to doctors office and was told my allergy was most likely the silverlon in the bandage that was applied after surgery. I have no words for how bad the area itches and hurts. As I type this I wish I could take off my arm for relief. I am taking benadryl, norco and applying itch cream 3 times a day. It feels like it is getting worse, not better. Applied to incision after surgery.